Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder component removed due to a distal bulge in the left cylinder. The silicone layer and dacron fabric had come apart and there was a definite demarcation and color change. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient outcome was good.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the distal bulge in the left cylinder was not confirmed. Product analysis was not able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested, pressure tested and microscopically examined. The cylinder had wear at a fold in the cylinder body. This wear would not affect the functionality of device. The cylinder passed all tests performed. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported event was not confirmed through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder component removed due to a distal bulge in the left cylinder. The silicone layer and dacron fabric had come apart and there was a definite demarcation and color change. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient outcome was good.